Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez4050 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when connecting the fitting with the catheter in the process of catheter placement in this patient at PICC operating room on (B)(6) 2022, the operator made multiple attempts to connect the catheter with the oversleeve portion. However, the catheter all failed to pass through the oversleeve portion. In addition, the blue flexible tube fell out of the inside of the oversleeve portion. Therefore, the connector was replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty threading the catheter through the two-piece connector was confirmed but the cause is unknown. A single photograph of the implicated 3fr groshong two-piece connector was returned for evaluation. The connector pieces were not assembled. A blue sleeve, which appeared to be the compression sleeve from inside the distal connector, was seen alongside the connector pieces. No obvious bunching or tears were seen on the dislodged compression sleeve. Functional testing and dimensional analysis could not be conducted without the physical sample. The reported difficulty threading the catheter and the dislodged compression sleeve are likely related events. However, the root cause of the failure could not be determined from evaluation of the returned photograph as there were no distinguishing features which could aid in identification of a specific cause. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of the implicated product lot. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that when connecting the fitting with the catheter in the process of catheter placement in this patient at PICC operating room on (B)(6) 2022, the operator made multiple attempts to connect the catheter with the oversleeve portion. However, the catheter all failed to pass through the oversleeve portion. In addition, the blue flexible tube fell out of the inside of the oversleeve portion. Therefore, the connector was replaced.